Manufacturer narrative:
The patient age and weight were not provided. Device unique identifier (UDI) # ((B)(4). Approximate age of device ¿ 3 months. Device evaluation: the pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing; the severed portion of the driveline was not returned. Upon disassembly, examination of the blood tube/rotor inlet section revealed a large thrombus ring adhered to the inlet bearing ball and cup. The ring appeared to have evidence of laminated layering, which is an indication that it was present while the pump was in operation. Examination of the proximal-side of the outlet stator revealed non-laminated depositions situated adjacent to the outlet bearing ball. The depositions were not adhered to any surface. The lack of laminated layering suggests that the depositions did not form at this location. Although their origins and duration of time for which they were present in the pump cannot be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup, indicate that the depositions were not present in this area for an extended period while the pump was operating. A correlation between the observed thrombus formations and the patient's arrhythmia problem cannot be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had experienced significant, unspecified cardiac dysrhythmias that were refractory to anti-arrhythmic medications. The patient required extracorporeal membrane oxygenation (ECMO) therapy and received a heart transplant on (B)(6) 2016. It was confirmed by the patient¿s clinicians that the ECMO therapy was initiated due to the refractory dysrhythmias and not due to any issues with the lvad. During investigation of the returned device, thrombus was observed in the pump.